Manufacturer narrative:
The product sample was received by plant for evaluation. Based on complaint description, it is likely related to condition defined as catheter¿s coating was thicker and stuck to the package. Based on the investigation the returned sample had easily been removed from the inner bag; the catheter did not stick to the package as per the reported condition. However, one of the pouches has been re-marked with glitter. Since the reported condition could not replicate, thus the reported condition could not be confirmed. A further investigation had been done on the sample received which had glitter on the catheter and magnified using dinolite. There is no possible condition in the plant that can cause a glitter like formation in the manufacturing process. Apart from that, good manufacturing practice (gmp) had been implemented at the manufacturing plant. The cause of the glitter could not be defined as there is no process in our manufacturing plant that will cause this type of formation. Thus, corrective action will be limited to awareness training to all related operator on this awareness issue and good manufacturing practices (gmp). The reported condition could not be con firmed as sample received had been easily removed from the inner bag with no catheter packaging issue observed. For the glitter remarked on the pouches, the condition was not induced by the manufacturing process. A good manufacturing practice (gmp) has been implemented in the manufacturing plant, and no negative complaint trend exists; therefore, corrective action will be limited to the manufacturing awareness issue. No further corrective action is required at this time. The complaint will be recorded for tracking and trending purpose. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the clear coating of the catheter is thicker and was coming off which was believed to caused an infection. The home patient (hp) states that he received antibiotics and he is currently in good condition. The customer also states that the drip is grounded off, sticking in the package.